Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensed noise. Although there was no delay to therapy in this instance the noise could result in therapy delays in instances where the rhythm is above the lowest tachy zone. Boston scientific technical services (ts) recommended reprogramming to the alternative sensing vector. It was reported that at the time of this oversensing the patient was involved in a brawl. No adverse patient effects were reported. The device remains in service.